Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite international instrument, serial number (B)(4). Accriva diagnostics' complaint numbers (B)(4) capture child complaints against two elite international instruments, serial numbers (B)(4), respectively. Accriva diagnostics' complaint numbers (B)(4) capture the two hemochron act+ reagent cuvettes, lot numbers g8jac307 and g8jac333, respectively, that were used during the procedure. This MDR serves as the initial report of the device malfunction. Once an evaluation of the instruments and reagent is completed, follow-"ip" MDR #1 will be submitted.

Event description:
Distributor in (B)(6) reported that a customer reported inconsistent act results from three hemochron signature elite international and act+ microcoagulation systems when the meters were run side-to-side during a mitral valve surgery. The patient was receiving intermittent doses of intravenous heparin with a target act of 400 seconds. Two different lots of hemochron jr act+ cuvettes were used with the meters during the procedure. Act was run using the same blood sample on the three instruments and results were discordant, but one or more values reached the therapeutic act target and were used for patient management. All three elite international instruments passed electronic qc prior to surgery. The procedure was completed successfully and no complications or other medical issues were reported.